Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including fistula, infection, adhesions and permanent injury. The instructions-for-use supplied with the device lists fistula and adhesions as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regard to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. The mesh may not have to be removed. An unresolved infection may require removal of the mesh." This emdr represents the bard/davol mesh ¿ composix kugel (device #1). An additional emdr was submitted to represent the bard/davol sepramesh ip (device #2). Should additional information be provided, a supplemental emdr will be submitted. Note, the date of event has been estimated as (B)(6) 2019 as a specific event date was not provided. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel hernia patch and sepramesh composite ip on (B)(6) 2005 and/or (B)(6) 2013. As reported, the patient is making a claim for an adverse patient outcome against both devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿ it is alleged that the patient was diagnosed with fistula, infection and adhesions in 2019. It is also alleged that the patient experienced emotional distress and the device was defective.